Event description:
A malfunction was reported by the caller, which was identified as a malfunction on the pump. The customer's blood glucose level rose to 555 mg/dl due to the issue. The customer had not yet taken action to address the high blood glucose level. Technical support decided to replace the pump, provided instructions to the customer for storage mode, and ensured a replacement pump was sent. The customer was instructed to return the problematic pump within ten days using the provided return box and pre-paid label.